Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) determined to be post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Intermittent under sensing was also observed on the discrimination channel. Programing changes were recommended. There were no patient consequences.